Event description:
It was reported that patient underwent a revision procedure of his inflatable penile prosthesis (ipp) due to unknown reasons. Reservoir explanted and replaced. Additional information was received. Patient had a capsule formed around his reservoir so he was unable to fully deflate the device.